Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Kaneko h, shimizu h, yamada k, tanaka h, suzumura a, ota j, et al. Retinal disorder common to silicone oil and infection. Folia japonica de ophthalmologica clinica. 2025;18(9):586. The manufacturer internal reference number is: (B)(4).

Event description:
An author reported via literature abstract that a patient developed silicone oil induced retinal ferroptosis. The outcome of the patient was unknown. No further follow-up will be conducted.